Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "the machine was not getting on." No patient involvement reported.

Manufacturer narrative:
The field service engineer reported he replaced the power supply and the ac distribution panel to resolve this issue.